Manufacturer narrative:
Evaluation summary it was caused due to the ccd failure. In addition, we confirmed that the distal body crack, the lcb break, and the suction channel damage; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. There is no image, ccd is broken / defective.